Event description:
Reporter indicated that site's programming wand failed to program. Troubleshooting steps did not resolve the issue. Product has been returned to manufacture. Product analysis is pending.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to patient injury or death.